Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose was 200 mg/dl. Reportedly, the customer removed the cartridge outside the loading sequence prior to calling. Tandem technical support educated that this is considered off label per user guide. The customer filled a new cartridge and resumed insulin therapy.

Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka) no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.